Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv pace impedance steady steadily rises to 1400 ohms from 700 ohms over between (B)(4) 2013 and (B)(4) 2015. 15 episodes of nst recorded between 01-jan and (B)(4) 2015. Evidence of noise present on stored episode egms. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device showed several non-sustained ventricular tachycardia episodes that did not correlate with the recorded data. Electrograms from the transmission showed noise and observed that the device reached elective replacement indicator (eri). The device remains in use. It was also reported that the right ventricular (rv) lead demonstrated rising impedance and was at a high measurement. The lead remains in use. No patient complications have been reported as a result of this event.